Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate plus profile 375cc saline prostheses and experienced bilateral deflation post procedure. The patient noted that both sides were flattened, and fluid loss was confirmed by a physician. As a result, and explant is planned for (B)(6) 2019. See 1645337-2019-11769 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed on 5/20/2019, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 3, 2020. The device was explanted without replacement on (B)(6) 2019. Placement of new mentor saline implants is planned for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).